Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 21 mmol/l. The customer reported that they received a critical pump error image pump and red cross or book on the pump screen. The customer reported that they had received a low battery alarm, after replacing battery critical pump error appeared. It was reported that the high blood glucose was corrected. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. The insulin pump was unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The pump was unable to confirm low battery or unexpected battery power loss due to critical pump error alarm.